Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications intermittently occurred after filling the cartridge with 120 units of insulin. Reportedly, customer did not perform air removal procedure prior to loading the cartridge. Reportedly, the customer re-loaded the cartridge and resumed insulin therapy. Additionally, it was reported that the customer miscalculated the amount of carbohydrates consumed and delivered a larger bolus than needed. Subsequently, the customer experienced a "low" blood glucose (bg) level; a bg value was not provided. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.